Event description:
It was reported by the surgeon that the pt was having a band removal for prolapsed stomach post implant or an adjustable gastric band. No new band inserted. Hospital will not release product due to policy. There was no reported pt complication. No other info is available.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. Device retained by hospital.